Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No history records are available on the specified date of the incident ((B)(6)2023). For this reason, the last infusion of (B)(6) 2023 was analyzed. No anomalies could be detected during the last infusions. (History files are attached to the pc notification) 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. (Pictures are attached to the pc notification) 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,37 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,06 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,94 bar (should be: 1,8-2,5 bar) pmin: is: 1,72 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,87 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +2,80%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Between the lower housing part and the emc-shield liquid residues could be detected (no liquid on the mainboard. Furthermore, no damage or soiling could be found. (Pictures are attached to the pc notification) 3.7 test equipment: description: typ nr.: lab.-ID.-nr. 3.8 for examination used disposables: description: ref.: lot: b.braun space line (B)(4). 23d18e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could not be reproduced ore detected inside the history files. Addition information.

Event description:
As reported by the user facility information by bbm sales organization in germany: "flow rate deviation" according to the customer: "infusomat delivers wrong amount".